Manufacturer narrative:
No devices or photographs were received; therefore the condition of the nexgen cr-flex gsf femoral component is unknown. Review of the device history records for the femoral component and articular surface were reviewed with no deviations or anomalies identified. Per the nexgen cr-flex and lps-flex gender solutions package insert review, the femoral component and articular surface used are incompatible. The package insert states to use only 90-series nexgen cr, 00-5952 series 10-14mm prolong articular surfaces, 90-series 17 or 20mm prolong articular surfaces, or gender solutions natural-knee flex congruent articular surfaces with cr-flex gsf femoral components. This device is used for treatment. A product history search identified no other complaints for the part and lot combinations of the femoral component or articular surface. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Office visit notes dated (B)(6) 2016 state patient is experiencing pain, clicking, instability, locking, catching, snapping/popping, numbness, and swelling. The notes state that x-rays taken during the visit showed good prosthesis alignment and no evidence of prosthesis loosening. The surgeon noted that the joint was loose and the patient had a fair amount of instability. Device labeling for the cr-flex femoral component indicates that this combination of the femoral and articular surface component is not indicated for use. Health hazard evaluation identified soft tissue impingement, pain, anterior lift-off of 17mm or thicker articular surfaces (dissociation from the tibial component), and revision surgery as potential consequences to the use of the incompatible combination. It appears that the reported event was caused by the use of the incompatible products.

Event description:
Patient revised due to pain, instability, numbness locking, catching, clicking, and swelling.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain, instability and numbness.